Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
E-mail received from the sales rep. Informed that: "I need to report a complaint with item 82-3164 valve at (B)(6). The event occurred on saturday (B)(6) with dr (B)(6) . The valve would not flush properly. No flow. Non adverse event. Valve was replaced. The customer has requested a no charge replacement. Can you issue a complaint number so I can send this in. I also need small explant kits".

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.